Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) stent dislodgement occurred. When the stent protector and madrel were removed, the stent dislodged from the delivery balloon. The physician did not use strong force on the device. The procedure was completed with a different device. No pt complications were reported and the pt's current condition is listed as "good".

Manufacturer narrative:
(B)(4)